Manufacturer narrative:
The two (2) cypher stents had been implanted in the proximal/mid left anterior descending (lad) coronary in overlapping fashion and the vessel was noted to be totally occluded at the proximal edge of the proximally placed stent. The lad thrombosis was treated by percutaneous transluminal coronary angioplasty (ptca) using a 3.0 x 20 mm sprinter balloon at 12 atm. Coronary angiography revealed no residual stenosis, but did show embolization of the distal lad. The rca was noted to have intraluminal haziness of the proximal portion and totally occluded distally due to thrombus. The rca thrombosis was also treated by ptca. A temporary pacemaker was inserted during the procedure. The patient was returned to the ccu. The indication for the index procedure was chest pain. The patient was found to have three (3) vessel disease. The findings of the angiogram were: left main was patent, diffuse irregular 40% stenosis of the proximal lad, diffuse irregular 50-90% stenosis of the mid/distal lad, discrete, 30% stenosis of the first (1st) septal branch, diffuse irregular 40% stenosis of the proximal circumflex, diffuse irregular 50% stenosis of the distal circumflex, diffuse irregular 40-90% stenosis of the mid rca, diffuse irregular 40-70% stenosis of the distal rca, and discrete 95% stenosis of a branch of the rca. The lad lesion was pre-dilated with a 2.5 x 20mm ryujin balloon at 6 atm. A residual stenosis of 40-60% was noted. A cypher select 3.0 x 33 mm stent was implanted at 11 atm in the proximal portion of the mid/distal lad. An additionalcypher select 2.75 x 28 mm stent was implanted distal to the previous stent at 11 atm in overlapping fashion. The overlap site and the proximal edge of the proximal stent were post-dilated with a 3.0 x 10 mm excelsior balloon at 16 atm. There was no reported residual stenosis. The rca was then stented using a total of four taxus liberte stents in overlapping fashion. Angiography demonstrated no residual stenosis and jailing of the branch of the rca after stenting. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2006-01675.

Event description:
The report from the affiliate indicated the eight (8) days after the index procedure, the patient was re-admitted to the hospital due to chest pain. Prior to cardiac catheterization the patient went into cardiac arrest. Cardiac massage was conducted for fifteen (15) minutes. The patient's mental status was reported to be stuporous so the patient was intubated. The report also stated the patient presented with cardiogenic shock. The patient was noted on physical examination to be in a sustained ventricular tachycardia by ECG. A dc cardioversion was done and a lidocaine infusion started. The patient had a total of six (6) stents placed during the index procedure. Two (2) cypher select stents in the left anterior descending (lad) coronary artery and four (4) taxus stents implanted in the right coronary artery (rca). Coronary angiography was conducted and a sub acute thrombosis (sat) of the previously implanted two (2) cypher select stents and the previously implanted four taxus stents was noted.